Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine, bupivacaine, and fentanyl for non-malignant pain. It was reported that the patient stated they need to reset the ptm again so it doesn't get hung up on 90%. The agent assisted the patient with clearing the data and the device connected to pump very fast. The troubleshooting steps that were taken on the call resolved the issue.